Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain and failed back syndrome ¿ other. The pump contained hydromorphone [35 mg/ml] at a dose of 4 mg/day. It was reported the patient heard a critical pump alarm and confirmed the reset via the personal therapy manager (ptm) that morning. The event logs had been accessed and reviewed per the representative. The representative was inquiring if the patient could still receive patient activated (pa) doses and next steps with the pump issue. No medical symptoms were reported. Additional information received on 2017-aug-24 from the representative reported the pump was replaced that day and would be sent back to the manufacturer for analysis. The representative stated the logs showed a reset, reset low battery, and safe state occur on (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
Updated with initial reporter's contact information.the pump was returned for analysis, and review of the pump memory logs confirmed that a low battery reset had occurred in the field. However, the cause of the low battery reset could not be determined. Interrogation of the device revealed the pump had been programmed to deliver hydromorphone [35 mg/ml] and clonidine [250.0 mcg/ml] at the minimum rate. Conclusion code (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4)because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the patient¿s height was 72 inches, and their weight was (B)(6) pounds at the time of the event.